Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a sample was positive for all 4 extended enteric bacterial panel targets (yersinia, etec, vibrio, plesiomonas) but with unusual pcr curves. Sample was rerun on max and was negative for all targets. There was no report of patient impact.

Manufacturer narrative:
D2: additional medical device types: nqx, njr, ozn. G4: there were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a sample was positive for all 4 extended enteric bacterial panel targets (yersinia, etec, vibrio, plesiomonas) but with unusual pcr curves. Sample was rerun on max and was negative for all targets. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positive" results. Customer ran a control test for xebp at a1, instrument interpreted 3 of 4 agents as positive, next day a patient sample was run at a1, instrument interpreted sample as positive on all 4 agents. The same patient sample was rerun at other positions with the same sbt tube and proved to be negative in the reruns. The control xebp was rerun on another instrument form the same sbt tube, instrument interpreted all 4 agents as positive. Then another xebp control at a1 tested on the (B)(6) instrument which was positive for all 4 agents. Service checked empty fill check, normalizer values, mux self-test, gantry alignment, tray alignment and cleaned mux glass plate. Service could not find any issues with the instrument. This complaint is unconfirmed as no problems were identified with instrument performance by service. The root cause cannot be determined with the information provided. Review of device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.